Manufacturer narrative:
The correct brand name is bia400 implant 4mm w abutment 12mm, correct common device name is cochlear baha connect system and PMA/510(k) is k121317, not cochlear baha connect system, common device name lxb, product code: lxb as previously reported.

Manufacturer narrative:
Initial implantation details unavailable at the time of this report. Registration number 3009092818 and exemption number e2016011. This report is filed on october 12, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced infection at abutment site, clinical management is ongoing. The implanted device remains.